Event description:
The patient was placed on ECMO [extracorporeal membrane oxygenation] after a vfib [ventricular fibrillation] arrest and vfib storm. Around 35 hours later, the team noted blood coming out of the ECMO reperfusion canula that was noted to be cracked around the permanent stopcock on the device. The canula needed to be removed and replaced under sterile conditions and the patient required 3 units of blood as a result of blood loss.